Event description:
It was reported that the customer has received multiple unspecified error messages and unspecified issues with insulin delivery. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.